Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the patient alarm log of the hc device; there was no report for this alarm called in by the customer. Not enough data is available within the complaint to identify root cause. This issue has been escalated to CAPA.